Manufacturer narrative:
Visual examination of the returned device revealed it was broken at the transition zone between the tulip head and the screw shank. Shank was not returned. The device was then sent for fracture analysis. Fracture analysis revealed the sample exhibited smooth and grainy/rough regions. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage took place presumably when the remaining region did not have strength to bear the load. Striations indicative of fatigue are also seen extending across each surface toward the potential fracture termination site. The fractured surfaces exhibit minor scratches and shiny areas indicative of two surfaces rubbing against one another post-fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the cortical fix screw breaking cannot be determined from the sample and information available. Fracture analysis has determined that fatigue failure is a probable root cause based on the striations indicative of fatigue. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported a complaint to (B)(4) regarding a failed construct for dr (B)(6). No details patient 6 months post op rods broke. So we revised patient. Once opened to revise the 7x50. Screw heads came disengaged from the shank of screw and sfx had broken in half. Then while inserting 9x80 screws into pelvis (an 7.5 x80 was removed first) the driver broke in screw heads. The patient said he did not fall but rods broke, sfx broke, screws broke.